Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) stated they did not believe that the patient line finished priming. The technical service representative (tsr) instructed the hp to set up with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.